Event description:
As reported by bedside nurse: trilogy pump failure, one channel at a time during amphotericin, tpn, lipid and demerol infusion. Lipids backed up into tpn filter. Demerol was in the line when infusion stopped. Pump removed from svc; taken to biomedical engineering dept. Confirmed by bme/eng: pump failure of one channel. Unconfirmed three channel failure. Pump sent to MFR.